Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
The patient's knee was revised to address for lack of motion. Knee was opened and soft tissues released with a poly exchanged. There was no loosening and no delay in surgery reported. Doi: approximately 1-2 years ago, dor: (B)(6) 2021, left knee.